Event description:
A customer reported a malfunction with their pump, noting that the screen was dark and unresponsive despite troubleshooting steps with technical support, including checking power connections and button presses. There was no adverse impact on the customer¿s blood glucose level. Technical support arranged for a replacement pump equipped with updated software to be sent to the customer, and the customer was informed about returning the faulty pump and provided delivery and training instructions.